Event description:
Complainant alleged that the clinicians were monitoring an unresponsive pt,with the device in semi-automatic mode. The device analyzed the pt's heart rhythm. The first analysis resulted in a "no shock advised" response. The second analysis resulted in a "shock advised" prompt. The pt was then defibrillated at 200 joules. The pt's heart rhythm was again analyzed, with a "shock advised" response from the device. The pt was again defibrillated at 200 joules. The device analyzed the pt's heart rhythm a fourth time, with a "no shock advised" result. Upon subsequent review of the ECG report from the event, the attending physician, felt that the "shock advised" prompt, from the device's third analysis of the pt ECG rhythm, was an inappropriate prompt for a rhythm that was interpreted by the physician as "very regular and not at all a typical vfib". The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.